Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging a problem with his onetouch ultrasoft lancing device. The pt reported that the lancing device's cap was loose and/or falling off. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue started on (B) (6) 2010 at 8:00pm. As a result of the alleged issue, the pt claimed he was not able to test his blood glucose and therefore took a decreased dose of humulin n insulin that evening. On the following morning, at 4:30am, the pt stated emergency services was contacted after he became disoriented, incoherent and developed low blood glucose symptoms. At approximately 5:00am on (B) (6) 2010, the pt claimed his blood glucose was "45 mg/dl" when tested with an emt meter. The pt reported he was treated with food and/or drink by the paramedics. At the time of troubleshooting, the cca noted there was no known misuse to the reported device. Replacement product was sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated by an hcp for severe hypoglycemia after the alleged product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.